Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 823319 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and endometrial ablation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingo-oophorectomy, endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure (ess205). Lot number: 823319- not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. Essure removal details was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 823319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and endometrial ablation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingo-oophorectomy, endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure (ess205). Lot number: 823319. Most recent follow-up information incorporated above includes: on 28-dec-2020: mr received. Reporter information, lot number added. Event medical device removal updated to event menorrhagia. New events added- dysmenorrhea, fibroids. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 823319 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and endometrial ablation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingo-oophorectomy, endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure (ess205). Lot number: 823319- not valid. Most recent follow-up information incorporated above includes: on 7-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.